Event description:
It was reported that during a scheduled retrieval of a vena cava filter, using a retrieval system, the membrane portion of the cone detached. The doctor was attempting to remove a filter that was implanted in 2007, prior to surgery. The doctor used two different retrieval systems because the first one became somewhat mangled due to the manipulation of the device. A second attempt was made, using another retrieval system, but he still is unable to remove the filter. After he removed the retrieval device, it was noted that the membrane on the end of the cone had completely detached and could not be accounted for. A CT scan was done, but it was not visualized. Pt remains asymptomatic. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies. The mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The sample was not returned for eval as it was discarded by the user facility. Based on the info submitted, the results of this investigation are inconclusive and the root cause is unk.